Event description:
The issue occurred on an unspecified date and involved an unspecified ICU medical cstd closed system drug-transfer device. In the facility's infusion center, a leak was reported on an unspecified fluid was reported in the channel b port (used in conjunction with an unspecified infusion pump). There was no report of any human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact at the facility: (B)(6).

Manufacturer narrative:
Device was received on 9/16/2025. Investigation summary: no product samples, videos or photographs were returned for investigation. The device history record was not reviewed; no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Received one (1) used. List #unknown, plum set with one (1) used. List #unknown, chemolock and one (1) used. List #unknown, chemoport for inspection. As received, a stickdown was observed. The stickdown was a fold over stickdown, typical of access at an angled entry. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. An occlusion alarm was generated. The set was leak tested and a leak was observed. The clave was disassembled and a tear on the side of the seal was observed. The chemoport was measured and met dimensional specifications. The reported complaint of leak be confirmed. The probable cause is due to access at an angled entry on the secondary port. Access connectors straight on (without angled or sliding entry). The device history record was not reviewed; no lot number information was provided.